Manufacturer narrative:
The complainant reported that the distal tip of the screwdriver broke while inserting an implant. There were no known patient complications. Evaluation of the device confirmed that the distal tip of the screw driver was sheared off. While securing the implant into the inserter, it appears that the set screw may have been backed out of the implant too far. When re-introducing the set screw to the implant, the set screw may have cross-threaded causing excessive force to be applied to the screwdriver, causing the screwdriver to break. Visual assessment of the screwdriver identified signs of repeated use. A DHR review was performed for device lot, there were no manufacturing anomalies identified. The instrument met all required specifications prior to being released to distribution.

Event description:
The complainant reported that the distal tip of the screwdriver broke while inserting an implant. There were no known patient complications.